Event description:
The customer states that the following discrepant results were generated over a two hour period on one patient sample with the architect total b-hcg assay (taken from an attached instrument printout): run #: 1, result (miu/ml): 8.54. Run #: 2, result (miu/ml): 2.38 negative; run #: 3, result (miu/ml): < 7000.00, < flag, 476 miu/ml (handwritten), positive. Run #: 4, result (miu/ml): < 1.20, < flag, 0.88 (handwritten), negative. Run #: 5, result (miu/ml): <1.20, < flag, 0.70 (handwritten), negative. Run #: 6, result (miu/ml): <1.20, < flag, 0.75 (handwritten), negative. Run #: 7, result (miu/ml): <7000.00, < flag, 1.33 (handwritten), negative. Run #: 8, 19.05. Run #: 9, 17.96. Run #: 10, 8.14. An abbott customer service specialist (css) visited the customer site and could not re-create this issue. All precision runs performed by the css met specifications. No suspect results were reported from the lab. There is no impact to patient management reported. Note: "<" flag indicates the result should be reviewed as it is outside the dynamic or linear range.

Manufacturer narrative:
(B)(4). An abbott customer support specialist (css) visited the customer site and reprocessed the suspect patient sample five times, where the precision results were within the acceptable ranges. As a precaution, the css replaced the probe and wash cup. He proceeded to perform a precision run, where the results were within range. The results for this sample were < 1.2, < 1.2, 11.6, 5.05, 3.31, < 1.2, < 1.2, < 1.2, and < 1.2 miu/ml. Some tiny bubbles were observed on the inlet tubing from the buffer reservoir to the pump. The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.